Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
When the physical therapist received the chair, one of the cross braces was broken at the bolt hole.